Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and pertinent information be provided this report would be updated.

Event description:
It was reported that right atrial (ra) lead was explanted due dislodgement as the patient fell on outstretched arm. The lead was replaced. No additional adverse patient effects